Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing beeping and wondered if it was coming from the implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead impedance triggered the warning due to high impedance. The alert limit was increased. The lead remains in use. No patient complications have been reported as a result of this event.